Manufacturer narrative:
Section b5: correction/clarification/additional information: the patient was stable prior to the procedure but the patient condition following the procedure was unknown. Further information was requested but was not available.

Event description:
The patient was stable prior to the procedure but the patient condition following the procedure was unknown.

Manufacturer narrative:
Further information was requested but was unavailable.

Event description:
It was reported that the patient was scheduled for an elective system replacement. It was noted that the right atrial (ra) lead exhibited high capture thresholds. The ra lead was explanted and replaced during the elective replacement procedure.